Event description:
The hospital reported that during an endoscopic vessel harvesting procedure when harvester attempted to dissect upper portion of left leg, co2 would not flow through btt, co2 insufflation setting set at 5. Btt exchanged for a new one via accessory kit, co2 still not flowing. Co2 tubing exchanged for new. Still no flow. Another btt opened via accessory kit. Co2 flow only at a 1-2, even though setting remains at 5. Procedure completed with original hp2 device and the last opened btt. There was a minimal procedure delay due to troubleshooting issue. There were no patient injuries. After procedure sales rep tried to trouble shoot and was not able to duplicate the issue.

Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/28/2024. An investigation was conducted on 04/10/2024. A visual inspection was conducted. The harvesting device, cannula and btt were returned for evaluation. Signs of clinical use and evidence of blood was observed on all devices. There were no visual defects observed on the harvesting device or the cannula and intact c-ring. Tissue was observed on the inside of the intact btt. No visual defects were observed. A mechanical evaluation was conducted. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000371614 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.